Event description:
It was reported that pump experienced malfunction alarm with no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted customer in resetting pump, and noted that malfunction message remained on screen. The customer reverted to an alternate method of insulin therapy.